Event description:
On (B)(6) 2012, this pt was being treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The pt had diseased iliac arteries. Previously an 8mm covered stent (MFR unk) was implanted (date unk) in the iliac artery that was used for sheath access. An 18fr gore dryseal sheath was advanced into the iliac artery, however, due to the previously implanted 8mm covered stent, the sheath could not be fully advanced. Subsequently, the trunk-ipsilateral leg component advanced through the sheath, but then advanced outside of the sheath into the 8mm covered stent. The trunk-ipsilateral leg component would not advance through the 8mm covered stent, and after repeated attempts, the leading olive broke off of the delivery catheter, and the device deployed in the iliac artery. The physician then performed an open procedure whereby a portion of the deployed trunk-ipsilateral leg component was excised from the pt and a femoral-femoral bypass was performed. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.